Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that 7-day ll vlv adpt(stand alone) leaked and had blood reflux. This occurred on 2 occasions. The following information was provided by the initial reporter: 3 devices were opened. Only on the third attempt it was successful, both connectors with blood reflux.

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation of complaint reference (B)(4); however the customer has indicated that some blood reflux was observed with two 2000e7d products from lot 1013182. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1013182 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the smartsite product. H3 other text : see h.10.

Event description:
It was reported that 7-day ll vlv adpt(stand alone) leaked and had blood reflux. This occurred on 2 occasions. The following information was provided by the initial reporter: 3 devices were opened. Only on the third attempt it was successful, both connectors with blood reflux.